Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Crimped thv stuck in sheath strain relief, with 2 thv frame struts penetrating through sheath strain relief at approximately 2.75'' from comnut. Sheath liner expanded for a length of approximately 3.25'' started at distal strain relief, with remaining portion of liner unexpanded, and distal tip unopened. Imagery was provided from the site and revealed the following: tortuosity observed in patient access vasculature, and calcification observed in aortic bifurcation. Calcification in aortic bifurcation / abdominal aorta is more superior compared to site of sheath strain relief puncture, therefore it is unlikely that the calcification contributed to the reported resistance. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient (tortuosity) and/or procedural factors (steep insertion angle) likely contributed to the event as review of the provided imagery showed tortuosity in patient access vasculature, and review of the reported information stated the insertion angle was steep. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. The complaint sheath punctured was confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Reference no (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. When advancing the valve through the esheath, resistance was encountered. Upon further examination, one of the struts of the valve was protruding through the side of the sheath and was unable to advance. The valve became lodged in the wall of the sheath at the white portion. With the valve and delivery system still in the sheath, the decision was made to remove everything as a unit and start with a new valve, sheath, and delivery system. The case was performed without further problem and no harm was done to the patient.